Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 24mar2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the bd alaris infusion pump shut off unexpectedly with multiple drips running was not determined because no product or device logs were returned. The reported issue that the bd alaris infusion pump shut off unexpectedly with multiple drips running could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. Device was not returned to manufacturing facility.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "from clinical engineering work order bd alaris infusion pump shut off unexpectedly with multiple drips running. Later biomed investigation found the inter-unit interface (luis) on the alaris 8015 cpu were corroded and discolored. There was no patient harm."

Manufacturer narrative:
Although requested, customer reported the device will not be returned. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "from clinical engineering work order bd alaris infusion pump shut off unexpectedly with multiple drips running. Later biomed investigation found the inter-unit interface (luis) on the alaris 8015 cpu were corroded and discolored. There was no patient harm."